Event description:
The patient called lifescan and alleged that the meter would not power on. The patient stated that the last time they tested was two days prior. They reported no symptoms at the time of concern. The patient contacted their physician for advice, no treatment was reported and no medication changes were made. The patient was using the correct test strips, the battery contacts were in good condition, and the battery was correctly installed and less than 1 year old. The issue was not resolved with troubleshooting. A replacement meter is being sent.